Event description:
It was reported that this implantable cardioverter defibrillator (ICD) migrated under the arm even though the device was placed submuscular. Surgical intervention was undertaken. The device was successfully repositioned and remains implanted and in service. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.